Event description:
It was reported that the catheter shape was appearing abnormal on the mapping system display and the patient experienced atrial fibrillation. During a pulse field ablation (pfa) procedure a farawave nav catheter was used. Perfusion of the catheter was performed, and the catheter was used to make ablations for pulmonary vein isolation (pvi) and posterior wall isolation (pwi). After pacing injunction atrial fibrillation occurred and direct cardioversion (dc) was performed. When post-mapping was started with the catheter the deployment display became abnormal. The surrounding field was reacquired, the cables were reconnected, and the location reference settings were checked, but no issues were found. The flower bias was obtained again, but the issue persisted. The catheter was replaced and the procedure was completed.

Manufacturer narrative:
The farawave nav catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.